Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. According to the provided information, the service department confirmed at the site that the endoscope was wet and pointed out that b30 error occurred. The operation manual describes the following. Phenomenon might have been prevented by following these descriptions. Make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. The event occurred before procedure. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display a b30 error during connection of many endoscopes. The event occurred during preparation fore use. There was no patient involvement, no harm or user injury reported due to the event.